Event description:
Customer contacted fusa product manager last week regarding an unusual increase in blood leak events within this dialysis facility. Customer did not have all info regarding the past incidences (9 to 10 from 02/99). The customer was investigating all handling issues in regard to reprocessing and use. The drs4 reuse machine was serviced two times in the last two weeks. There were no similar product numbers of dialyzers identified, no similar reuse numbers reported and lot numbers were unavailable. Customer encouraged to save all future complaint samples and was referred back to product manager for further troubleshooting within the reprocessing procedure/staff handling procedures. Qs notified today of an internal "blood leak" of the dialyzer, during the 59th use. Complaint sample saved and disinfected with renalin; to be rinsed and filled with product water. Associated blood loss was reported as 190cc due to discard of the extracorporeal circuit without adverse effect to the pt. No medical intervention was required.